Event description:
Wrong labeling for l-clip no. 45.222. Produced is l-clip no. 45.722 - label is documented with 45.222. The clips article no. 45.722 and article no. 45.222 are in form identical. They are different in colour and pressure. Art. No. 45.722 has colour pink that means permanent with pressure 110g. Art. No. 45.222 has colour pink in front and yellow in the back that means temporary with pressure 70g. Both are titanium clips.